Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery (sfa). The 1.2mmx15mmx141cm emerge¿ catheter balloon was advanced for dilatation, however, the device was unable to cross the lesion and during the first inflation for 5 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an fc/nc coyote balloon catheter. No patient complications were reported and the patient's status was good.